Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was image noise when the cable protector was moved, and found the issue was due to a faulty charge-coupled device (ccd) cable. After repairing the cable, the video image returned to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the built-in ccd cable buckled or broke due to stress applied to the vicinity of the universal cord or video cable near the boot/protector. However, a definitive root cause could not be determined. The device's instructions for use provides the following information that can help to prevent the reported issue: "important information ¿ please read before use: dangers, warnings and cautions: do not coil the video cable or universal cord into a diameter of less than 40 cm. Equipment damage can result. Precaution for disappeared or frozen endoscopic image: do not bend, hit or twist the insertion section, control section, universal cord, video cable, video plug and light guide connector. The endoscope may be damaged and a water leak and/or breakage of internal parts like the ccd cable can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image on the screen of the subject device. The issue was observed while preparing the equipment for use. Another similar device was used for the procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information indicates there was no patient injury due to the event. The intended procedure was a therapeutic laparoscopic procedure.